Event description:
Additional information was received from the foreign consumer via the manufacturer's representative (rep) on 2021-mar-04. It was reported that no further alarms had occurred or been heard by the patient. No further actions were taken related to the pump and silencing the alarm. The issue was considered resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Country of the event is (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient who was receiving morphine (5 mg/ml at 0.6 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a pump replacement on (B)(6) 2021. Since then on (B)(6) 2020, the new pump was alarming every 10 minutes, but upon interrogation on (B)(6) 2020 no alarm events/conditions were present. A manufacturer representative interrogated the pump and there were no log events, they then updated the pump but it was still alarming. No active alarm showed on the programmer. The patient did not have a patient programmer to see any alarm symbol on that. The manufacturer representative was with the patient for more than one hour and heard the pump alarms as well. It was noted that the patient did not have any symptoms and it seemed that the pump was working. Additional information received indicated that as of (B)(6) 2021 the patient was still hearing the pump alarming. It was indicated that there were no factors that may have led or contributed to the issue. However, it was also noted that interrogation of the new pump at implant on (B)(6) 2021 showed there was a pending critical alarm with service code 291, but the message was only seen after the procedure. In addition, in the logs from the interrogation on (B)(6) 2021 it showed that the critical alarm was for a pump motor stall that occurred on (B)(6) 2021 at 11:44 and recovered on (B)(6) 2021 at 16:41. The only action taken was the manufacturer representative changed the alarm so t hat it would only alert every 2 hours (instead of 10 minutes), and requesting guidance from technical services. At the time of the report the issue was not resolved but the patient status was alive without injury. Additional information received on 2021-feb-02 indicated that the patient said that the alarm alerted only one time since sunday. A manufacturer representative met with the patient on sunday (B)(6) 2021 and the pump logs were checked and it seemed to be working okay. The patient was also feeling okay and noted that they had only heard the pump beep twice since he had last met with a manufacturer representative ((B)(6) 2021). The critical alarm interval was not updated on (B)(6) 2021, so it remained at 2 hours. No further complications were reported.